Manufacturer narrative:
No unexpected display anomaly or audio anomaly was noted during testing. The insulin pump passed the displacement test and the self test. Moisture damage was noted to the liquid crystal display circuit board. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she woke up and her pump was not functioning. Customer stated that yesterday she was wearing the pump in her bra and the screen got foggy because she was very sweaty. Customer stated that the screen later cleared up. Customer reported that every time she presses a button, the light comes on but nothing appears on the screen. Customer stated that everything starts to fade when she presses the esc button. The pump was also making a weird noise this morning so the customer took the pump off. Customer's blood glucose was 96 mg/dl at the time of the incident. Customer stated that she was sweating a lot and there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she was at work and her infusion set was accidentally ripped out of her skin because she works at a restaurant.